Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a rattling or grinding noise, a burning smell, and observed smoke from underneath the top cover of an atellica im 1300 analyzer. Before the customer service engineer (cse) visit, the customer turned off the analyzer, grabbed fire extinguisher, and opened the front of the analyzer. The customer stated that after powering off, the excessive heat and the smoke stopped. There was no smoke or fire alarm activated within the laboratory. A siemens cse was dispatched to the customer¿s site. During the visit, the cse booted the analyzer and observed grinding from the wash ring heater fan assembly. Then, the cse unplugged the heater, initialized the rest of the analyzer, ran auto check, which passed, inspected the analyzer, and observed no other sources of heat or smoke. Next, the cse replaced the wash ring heater and fan. Siemens evaluated the event and determined that malfunctioned heater fan assembly and the fan, which was unable to turn, potentially contributed to the reported event. The analyzer is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that the temperatures for an atellica im 1300 analyzer were not coming within the range. As a result, the customer restarted the analyzer from the breaker. After the restart, the customer heard a rattling or grinding noise, smelled a burning smell, and observed smoke from underneath the top cover of the analyzer. The smoke was coming from an area near luminometer. There were no leaks or visible flames. No one was injured, and no medical intervention was required due to this event. There are no known reports of adverse health consequences due to the reported event.